Event description:
On (B)(6) 2010, the pt was implanted with an scs system. During the implant procedure, the pt complained of abdominal pain, whether the stimulation was turned on or off. The stimulator was not turned on after the doctor implanted the system. On (B)(6) 2010, the pt's husband reported that the pt was still experiencing pain and was still in the hospital. On (B)(6) 2010, the physician asked the rep to turn the stimulator on to see if there was any impact on the pt's pain. When the rep turned on the stimulator, it provided appropriate stimulation coverage, and did not make the pt's pain worse. On (B)(6) 2010, the pt called the rep and said that the doctor took the lead out of the epidural space, but left it buried under the soft tissue. After the doctor moved the lead, the pt reported that she lost feeling and movement in both of her legs. The pt said that the doctor found an epidural hematoma, and that the doctor drained the fluid. Afterward, the pt said that she regained all feeling and movement in both legs.

Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.